Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke. The surgeon applied cautery to complete the procedure. The hosp has reported no pt injury occurred.